Event description:
A bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure, the protegen sling material was visible through the insertion site of the vaginal wall. The sling was removed on june 30, 1997 without incident. No further details were available regarding the circumstances surrounding this event. The device is currently being evaluated by this MFR. Upon completion of the engineering evaluation, a supplement will be forwarded at that time. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."